Manufacturer narrative:
Additional information was provided in section b5. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. An image was reviewed by a boston scientific quality engineer. The image showed the cage spine on undeploymet state and possibly a slight piece of tissue on the tip.

Event description:
It was reported that during the atrial fibrillation farapulse, the farawave catheter was selected for use. It has been mentioned that the physician completed four flower-mode ablation applications in the first vein. Following the final application, the guidewire became immobile within the catheter (unable to advance or retract). The guidewire was approximately 6cm out of the catheter tip. The catheter and guidewire were removed together from the patient. Upon inspection, a small piece of tissue was found adhered to the guidewire and within the guidewire lumen. The physician then pushed the guidewire forward outside the body, which allowed the tissue to be removed from the wire. After carefully inspecting the wire and function of the whole system, it was decided to procced the case without replacing anything and the procedure was completed using original device. No patient complications occurred. The device is not expected to return for analysis as disposed. Media provided. It was further reported that the lot/batch number is not available.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information is currently in progress, because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation farapulse, the farawave catheter was selected for use. It has been mentioned that the physician completed four flower-mode ablation applications in the first vein. Following the final application, the guidewire became immobile within the catheter (unable to advance or retract). The guidewire was approximately 6cm out of the catheter tip. The catheter and guidewire were removed together from the patient. Upon inspection, a small piece of tissue was found adhered to the guidewire and within the guidewire lumen. The physician then pushed the guidewire forward outside the body, which allowed the tissue to be removed from the wire. After carefully inspecting the wire and function of the whole system, it was decided to proceed the case without replacing anything and the procedure was completed using original device. No patient complications occurred. The device is not expected to return for analysis as disposed.